Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms. Boston scientific technical services (ts) discussed the possibility of an insulation issue and suggested checking other vectors and measurements. Ts also suggested a chest x-ray to evaluate the lead. Additional information from the field representative indicated that the cause of the oor measurement was not identified; however, changing the vectors resolved the issue. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that during follow up visit, this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms and loss of capture (loc) at maximum output. It was also indicated that the system continued to exhibit low out of range pace impedance measurements. Boston scientific technical services (ts) advised to perform an x-ray. Further information received from the field representative indicated that the physician chose not to perform an x-ray since an acceptable pacing threshold measurement was obtained after changing the configuration. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.